Manufacturer narrative:
The device was not returned to olympus for evaluation. According to the field service engineer, there was cotton fiber in the nozzle that could not be removed. The engineer replaced the nozzle and switch. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had the nozzle clogged due to incorrect reprocessing and switch 1 was worn and aged. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clog in nozzle could not be determined. The material was identified as cotton fiber. Olympus will continue to monitor field performance for this device.